Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged discrepant results for a single patient while using the cobas® sars-cov-2 test on the on the cobas® 6800/8800 system. The alleged sample initially generated a positive result for sars-cov-2 and when retested on the same cobas® 6800 instrument yielded a negative result. It is unknown if the results were released. No harm was alleged. An investigation is in progress to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
An investigation is in progress. A supplemental report will be submitted once the investigation is completed. (B)(6). (B)(4).

Manufacturer narrative:
The curves for the alleged run appear to show suppression which could be due to some type of inhibition. The alleged sample had a very delayed CT value for target 1 (sars-cov-2) which is indicative of an lod sample that can generate wavering results during repeat testing. No product problem was identified. (B)(4).